Event description:
It was reported that the procedure was to treat a restenosis, heavily calcified, heavily tortuous arteriovenous fistula lesion with 80% stenosis. A 7x80 mm armada 35 balloon dilatation catheter (bdc) was prepared before patient use as per the instructions for use without issue. The bdc was advanced to the target lesion for pre-dilation; however, during the first inflation at 12 atm, the balloon ruptured. An additional armada 35 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during the inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.